Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the  customer reported pump rejected the battery, rewind anomaly, no delivery alarms, power error, low reservoir anomaly, crack on the pump and pump reprogramming. Troubleshooting could not be performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device but the pump will not be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged failed battery alert/battery failed alarm, rewind anomaly, drive/motor anomaly, no delivery alarm/insulin flow blocked alarm, unexpected battery power loss, low reservoir anomaly, cosmetic damage, keypad anomaly and reprogram alarm found on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4). The pump was monitored, no unexpected failed battery alert/battery failed alarm, rewind anomaly, drive/motor anomaly, no delivery alarm/insulin flow blocked alarm, unexpected battery power loss, keypad anomaly and reprogram alarm noted. Successfully downloaded history files and traces using thus. Set the low reservoir reminder alarm for (B)(4), installed a water filled test reservoir, and primed pump verified the units left in the test reservoir and the units left on the display matched (32 units). Several boluses were programmed and delivered. (B)(4) bolus were programmed and delivered. The low reservoir alarm activated properly at(B)(4) left. Programmed an additional (B)(4) bolus delivery and the reservoir estimate at 0 u alarm activated properly. Programmed another additional (B)(4) bolus delivery and the pump alarmed no reservoir detected properly. No low reservoir anomaly, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm, power loss alarm and replace battery now alarm recorded in the formatted history file on the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 07:07:47.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 21:29:00.000 (B)(6) 2023 06:59:21.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 07:00:00.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 6:28:59 am. There was no power data available for the date of (B)(6) 2023 and (B)(6) 2023. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert and replace battery alert noted during the testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 01:55:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 02:05:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 03:36:08.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 05:49:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 05:49:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 06:02:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 06:23:08.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 06:36:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 21:34:29.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. There were no other unexpected pump errors/alarms noted 1 week prior to the event date 02-jun-2023 in the formatted history file. All buttons function properly. No keypad anomaly noted. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump was cut open to perform visual inspection. However, slight corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed. Failed battery alert/battery failed alarm, rewind anomaly, drive/motor anomaly, no delivery alarm/insulin flow blocked alarm, unexpected battery power loss, low reservoir anomaly, keypad anomaly and reprogram alarm were not confirmed. However, during visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.